Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been experiencing difficulty charging the implantable neurostimulator after not charging it for about four months. They stated they had made repeated attempts and during the call the agent could hear the recharger connected and then quickly lost connection, emitting searching beeps. Patient said that when they could connect they would see messages of ¿is power on?¿ and ¿recharger is inactive¿ displayed. The patient mentioned that the implantable neurostimulator moved around under the skin and it felt slightly warm to the touch without discomfort. During troubleshooting with agent, was discovered that the communicator was on. They had patient turn the communicator off due to potential interference, reviewed recharging best practices, had the patient move away from potential electromagnetic interference to rule out affect, and instructed the patient to place the recharger bullseye over the implantable neurostimulator site and apply gentle pressure without sliding the recharger. The patient then started a recharging session with excellent connection, the implant battery was at 40%, and therapy was off. The patient was redirected to follow up with the managing health care provider regarding the implantable neurostimulator moving under the skin, and was advised to call back for assistance turning therapy back on after charging.